Event description:
A facility reported that the cusa clarity console (c7000) displayed an error code when turning on the device during a partial liver surgery. It was turned off, then turned on after unplugging it for 10 minutes. After turning on and off the device several times, the error was fixed, and the device was used to complete the surgery. There was approximately 1 hour surgical delay. No adverse consequences to the patient were observed.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The cusa clarity console (c7000) was not returned as the product is not available for return as per customer; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. Based on the customer reported failure, it is possible this complaint was due to an ¿interface board" issue. However, without testing, it is not possible to verify. Should the product be returned for analysis, the complaint will be reopened and evaluation will be completed.

Event description:
N/a